Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: article no: 413.375s. Lot: 57p4950. Manufacturing site: jabil grenchen. Manufacturing date: may 26, 2020. A device history record (DHR) review was performed and no issues related to complaint condition can be found. The product was returned to us customer quality (cq) in for evaluation. The us cq team forwarded the device to jabil grenchen which conducted a visual inspection of the returned device. The product was returned in the non-depuy synthes bag. As per drawing, the screw should have the "cutting flute feature" at tip. The returned screw does not have the cutting flute feature present. No other issues were identified with the returned screw. The dimensional inspection was not performed by jabil grenchen due to the confirmed complained condition of missing feature. The observed condition of lockscr ø5 self-tap l75 tan in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed complaint condition have happened due to a manufacturing/process error. Relevant actions have been taken to address the issue. Drawing/specifications reviewed the following drawing/documents were reviewed by jabil grenchen: - inspection sheet. - drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H5.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for a removal surgery on (B)(6) 2021. The removal surgery was completed successfully. After the surgery it was noticed that the locking screw was not tapped. The patient outcome was unknown. Initially, the patient underwent for the high tibial osteotomy (hto) surgery on (B)(6) 2021. The surgery was completed successfully. Concomitant device reported: unknown plate: tibial (part# unknown; lot# unknown; quantity: 1). This complaint involves one(1) device. This report is for (1)5.0mm ti locking head screw self-tapping 75mm this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.